Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The clips were falling out of the device prior to firing. This occurred outside of the pt's body. Another er320 was opened to complete the case. There was no consequence to the pt.